Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 with bleeding from an unspecified source that began a few days prior to admission. No active bleeding was found on the upper endoscopy, capsule or colonoscopy procedures. The patient was transfused with 2 units of packed red blood cells and the hemoglobin was at 8g/dl. Additionally, the patient¿s pump was reported to be having difficulty maintaining the set speed of 9200 rpm. The patient was experiencing high pulsatility index (pi) values and lower estimated pump flows. This occurred while the patient was actively bleeding and was hypovolemic. When the patient was administered anesthetic for a procedure, a one liter drop in the estimated flows occurred together with increased pi values and varying pump speeds. System controller data log files were reviewed and there were no indications of any equipment related issues. On (B)(6) 2015, when the patient¿s fluid volume status was stable, an echocardiogram was performed. It was observed that the aortic valve opened with every heart beat and there was trivial aortic insufficiency. The interventricular septum (ivs) was shifted to the left and the distal portion of the ivs was up against the inflow cannula. The lv ejection fraction was about 50% and the patient appeared to have some cardiac recovery. The pump speed was lowered to 8800 rpm and the patient will be seen for follow up. At discharge, the pump speed was running closer to 8780 rpm and the patient was experiencing some low flows. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 years, 6 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.